Event description:
A medtronic representative reported an issue during a surgery. The doctor felt that the driver did not hold the screw securely or rigidly, which allowed for toggle as he was implanting the screw. The surgeon completed the surgery with the use of the stealthstation treon treatment guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
The lot number and device manufacture date were unk as no lot number was provided. The device has not been returned to the manufacturer. Info was provided to the medtronic representative regarding how to attach the driver and screw to minimize toggle.